Event description:
The customer stated that he tested his blood glucose and received a reading of 104 mg/dl using his breeze2 meter. He felt dizzy, so his sister called paramedics. Paramedics tested the customer's glucose at 45 mg/dl about 30 minutes later. Paramedics treated the customer with glucose. The customer did not have any test strips left, so troubleshooting was not possible. No product will be returned for evaluation.